Event description:
During the premature ventricular contraction procedure, an expired catheter was used. It was noted that a few seconds after ablation, the generator stopped due to an error (power going above than what was set in protocol). This issue occurred a few times. The catheter was exchanged, and the issue was resolved with no adverse patient health consequences.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. It should be noted that the investigation of this complaint was completed after the product "use by"/"use before" date. No issues related to device age at time of investigation were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the premature ventricular contraction procedure, an expired catheter was used. The catheter was exchanged, and the issue was resolved with no adverse patient health consequences.